Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. The patient had drain complication warnings and then when reviewing the treatment data, the pd patient discovered that the information showed there was an overfill during cycle 1 of 4 of pd treatment. The overfill event was indicated due to drain 1 being 2500 ml, which is 188% of the 4705 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. The patient did know how to do manual treatments and had supplies. In a follow up, the patient verified the event and said there was no harm, intervention or adverse event due to the overfill. The patient was able to do manual treatments until receiving a new cycler. The cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test ¿ passed. A (as received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. The patient had drain complication warnings and then when reviewing the treatment data, the pd patient discovered that the information showed there was an overfill during cycle 1 of 4 of pd treatment. The overfill event was indicated due to drain 1 being 2500 ml, which is 188% of the 4705 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. The patient did know how to do manual treatments and had supplies. In a follow up, the patient verified the event and said there was no harm, intervention or adverse event due to the overfill. The patient was able to do manual treatments until receiving a new cycler. The cycler is available to return as a sample product.